Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4)2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evaluation revealed a dim and discolored display lens. Additionally, evaluation revealed a cracked battery compartment and a peeling keypad cover. The buttons were tested and the up arrow and down arrow buttons were unresponsive. The pump was opened and evidence of contamination was found under all key contacts and moisture corrosion was visible in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).